Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2016-03218. It was reported that stent thrombosis and death occurred. The target lesions were located in the left anterior descending (lad) artery and the right coronary artery (rca). A 3.00 x 32 synergy ii drug-eluting stent was implanted in the lad. Post-dilation was performed with a 3.25 x 20 nc emerge balloon. A 3.50 x 28 synergy ii drug-eluting stent was then implanted in the rca. Post-dilation was performed with a 3.5 x 12 nc emerge balloon. Approximately ten minutes post procedure, the patient complained of chest pain and was returned to the cath lab. Stent thrombosis was observed in both stents. Thrombectomy was performed with angiojet to both vessels which restored flow, but did not restore hemodynamics and the patient died.